Event description:
It was reported that revision surgery was performed. Elevated metal ion levels reported.

Manufacturer narrative:
An r3 liner (71335856, 08jw18759 sn 041), bhr modular head (details not visually confirmed - 74222144, 08lw20116) and modular sleeve (details not visually confirmed - 74222300, 11044) were received for investigation following right hip revision surgery for pain. The production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the modular head. Fine scratches were noted on the bearing surface of the r3 liner, minimal evidence of surface texture change or discolouration was seen on the taper of the r3 liner. Surface texture changes and discolouration were also observed on the internal sleeve taper. Wear analysis was performed to review linear wear on the bearing surface of the modular head and r3 liner. The wear images identified two wear patches on the bearing surface for the head, and a wear patch on the r3 liner that indicates edge loading. Maximum linear wear for the modular head was 20.5¿m. The r3 liner maximum linear wear was 24.2¿m. For a combined head & liner maximum wear of 44.7¿m, measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 91.96¿m. The combined linear wear on the bearing surfaces was 44.7 ¿m. Based on historic wear data, after 9.10 years in vivo, the combined maximum linear wear for this device is in line but at the higher end of the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. Material loss was measured on the internal taper of the sleeve. The available medical documents were reviewed. It was reported that revision surgery was performed due to increasing metal ions. Intraoperatively, capsular tissue which was ¿very gritty and thick¿ was encountered; a brownish-coloured fluid was also reported to be found. The position of wear on the acetabular cup shows that edge loading has occurred. The reported elevated metal ions, pseudotumor, discolored fluid are consistent with findings associated with metal debris. The root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. However, the demonstrated edge loading can result in higher rates of wear and metal debris which can be from incorrect positioning of the cup. This positioning cannot be concluded, and it cannot be determined if the cup migrated from implantation position vs error in implantation position. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at aurora, leamington spa UK.

Manufacturer narrative:
Through a legal compensation request, it was reported that a revision surgery was performed involving a bhmh, bhr cup, modular sleeve & echelon stem. It is unknown which of these devices were removed at the time of revision. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.